Event description:
During an implant attempt of the subject lead, resistance was reported when inserting a stylet into the lead. Reportedly, the lead was inserted utilizing the cut down approach. During lead insertion, there was resistance inside the lead at 20cm from the tip, and there was a difficulty on stylet manipulation. The lead was removed, and stylet insertion resistance was again confirmed. Another lead was subsequently implanted instead. It was further indicated that blood was not observed on the physician's gloves, and resistance was felt right after inserting the lead into the vein.

Manufacturer narrative:
(B)(4), 2011. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.